Event description:
The complainant reported that the mechanical circulatory support (mcs) specialist reported that when beginning a new case, the purge disc was not detected. They attempted multiple times to insert the disc and proceed through the setup screens, but the error continued. A different console was then used, and the purge disc was successfully detected on the new unit. There was no patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
D2a and d2b revised as they were entered incorrectly on the initial report that was submitted. E1 added initial report phone number as it was omitted from the initial report that was submitted. G4 revised as it entered incorrectly on the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Data review: the console logs were consistent with what was reported in the complaint. The logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. Device analysis: the console was sent back to field service for further investigation. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. Root cause: the purge disc flag on the console was observed to be broken and was the root cause of the inability to detect the purge disc. The possible root causes of a fracture of the purge flag which is not tied to a manufacturing or design defect, typically caused by fluid ingress into the purge pressure sensor assembly. Product history review summary: there were no issues related to the complaint discovered when reviewing the product history of the console.